Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 23 mmol/l. Customer experienced symptoms such as nausea, sick, super thirst, tired. Customer had not been using insulin pump system within 48 hours of reported high blood glucose event due to issue of infusion set. Troubleshooting was performed for high blood glucose level. It was unknown that customer was using auto mode or not. The insulin pump will not be returned for analysis.